Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis.final analysis of the partially returned lead found an insulation abrasion at 5.6 - 5.7cm from the distal tip. The damage found was consistent with exposure to constant friction against another implantable device or heart feature. A surface abrasion was also observed at 26.2cm from the distal tip.